Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, a balloon pinhole rupture occurred. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.